Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross rf wire will be submitted. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The patient had a very rotated heart. A small baseline pe was note. Difficulty was encountered in reaching the fossa with the trans-septal puncture (tsp) system; re-wiring was required several times, and the physician had to manipulate the system to get contact. Versacross wire was utilized once to attempt crossing, but the wire did not cross. The second time, crossing was successful. Once into the laa, contrast was injected and the watchman closure device and delivery system was prepared. During preparation, the tech incidentally dropped the device on the floor, and a second watchman closure device and delivery system was prepared. During preparation of the second watchman closure device and delivery system, the imager noticed the baseline circumferential pe was slightly larger than it was at the start of the case. The patient was monitored and a pericardiocentesis was performed. Two-hundred and fifty (250) cc of bright red blood was drained. The patient did well and was sent to recovery for overnight monitoring. The patient remained stable and has been discharged. The implant procedure was cancelled. The physicians agreed that the pe was caused by right-side wire manipulation for tsp during use of the versacross connect and watchman trusteer access system. The device is not expected to be returned for analysis (disposed).